Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation that consisted of the guide wire (ptfe coated), advancer tube, and straightener tube. The cap was not returned. Visual examination of the sample revealed that the distal j-bend of the guide wire was kinked and distorted. The kink angles the guide wire upwards and places the distal tip out of plane with the rest of the guide wire. Microscopic examination revealed exposed core wire through separated coils at the location of the kink. Since the straightener tube cap was not returned, a lab inventory cap was used to visually examine the complete guide wire assembly. The cap was attached to the straightener tube with the guide wire retracted in the advancer. When the guide wire was fully retracted the entire distal j-bend fit within the cap, however, when the guide wire was slightly advanced the j-bend protruded from the cap at the location of the kink. The kink appears consistent with damage that could have occurred due to the guide wire tip being slightly protruded from the cap. Two kinks on the guide wire body were also observed: one at the exposed portion of the thumb guide and one at the center of the guide wire. Other remarks: the customer only reported the kink at the end of distal tip and it is unclear whether these kinks were present prior to the complaint sample shipping from the customer to the complaints department. The guide wire kink located at the thumb guide measured 4.2cm from the distal tip. The second kink in the guide wire body measured 8.5cm from the distal tip. The outer diameter and length of the guide wire were measured and found to be within specification. The guide wire was removed from the assembly and resistance was met when passing the kinks through the thumb guide. Packaging engineering was contacted to determine if the guide wire could have been kinked as a result of the packaging. Engineering determined that neither the packaging design nor the placement of the assembly within the packaging could have caused the defect. A manual tug test confirmed both the distal and proximal welds were intact. A device hist ory record review was performed on the semi-finished kit and the guide wire assembly and no relevant manufacturing issues were identified. The customer report of an anomaly on the tip of the guide wire was confirmed through visual inspection of the returned complaint sample. The distal j-bend of the guide wire was kinked and distorted adjacent to the weld. When the guide wire was fully retracted into the advancer assembly the entire distal j-bend fit within the cap, however, when the guide wire was slightly advanced the j-bend protruded from the cap at the location of the kink. The defect appears consistent with damage that could have occurred due to the guide wire tip exposed from the advancer cap; therefore, the potential root cause is manufacturing-assembly related. A non-conformance request was initiated to further investigate this issue.

Event description:
Prior to use, the medical doctor noted that the tip of the guide wire was abnormal (kinked). A new kit was used without issue.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is pending at the time of this report.

Event description:
Prior to use, the medical doctor noted that the tip of the guide wire was abnormal (kinked). A new kit was used without issue.